Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that other positive samples were repeated on the alternate vista instrument, and all results correlated. A new sample from the patient was tested for troponin for troubleshooting purposes and the results matched the repeat results from the original sample. The customer ran precision, resulting acceptable. The customer ran quality controls (qc) before and after the discordant result was obtained, resulting within range. A review of the reaction vessel and loci reader data showed no instrument issue. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) . The sample was repeated in duplicate on an alternate instrument, resulting lower. The sample was then repeated on the original instrument in duplicate, resulting lower and correlating with the alternate instrument results. The corrected result was reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.